Event description:
The facility reported to customer service a pump that would loose power when unplugged (unintended shutdown). This event occurred before use. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jun 06 2007. A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
Evaluation summary: the reported condition of the pump that would loose power when unplugged (unintended shutdown) was confirmed. Inspection of the device found that the cause of the reported condition was due to depleted and potentially damaged batteries. The batteries were replaced. The device was returned to the customer fully operational.